Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 the key market contact was contacted and stated that due to the device being out of warranty decided to not have their device repaired by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.